Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The skin reaction was described as itchiness at the sensor site. The patient's mother took the patient to the doctor. The doctor prescribed the patient lidocaine 2.5% to treat the affected area. The date of the doctor visit is unknown. No futher details of the event were provided. No additional event or patient information is available.